Event description:
The customer reported the generation of erroneously low patient results for multiple analytes, including, sodium (na), potassium (k), bicarbonate (co2), calcium (cal), glucose (glu) and magnesium (mg) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Initial results were provided for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective degasser. The fse replaced the degasser to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).